Event description:
It was reported that port was inserted via left subclavian in 2005. About four months later port was accessed for a chemo (5 fu) treatment. During treatment, patient experienced pain, swelling, and redness. Treatment was discontinued immediately and the port/catheter were explanted. Thre were no reported patient complications and no need for treatment was reported.